Manufacturer narrative:
Per the clinic, the patient underwent revision surgery to replace the magnet (date not reported).

Manufacturer narrative:
This report is submitted on may 30, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
It was reported that the patient underwent skin revision surgery on (B)(6) 2018.